Manufacturer narrative:
A photo was provided indicating a kink on the sensor cable. Based on the provided photo the evaluation confirmed the reported kink. We are unable to determine how or when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint (B)(4).

Event description:
It was reported that upon insertion an intra-aortic balloon (iab), following the removal of the iab from packaging, the fiber optic cable had a kink distinguished by a white discoloration on the orange fiber optic cable. The staff at the facility set a transducer and continued with therapy. The iab was removed after 24 hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.